Event description:
The pt's one touch ultra meter had missing segments in the display. The pt last tested with the reporter meter 10 days ago and did not rememver the last result obtained. The pt had no symptoms of high or low blood glucose level at the time of concern. The pt's dr sent a prescription to the pharmacy for medication and a meter for the pt. The customer care rep confirmed that the meter had missing segments in the display indicating that the product malfunctioned. The meter was replaced.